Event description:
Physician was attempting to deploy a vascular occlusion clip when the vascular closure system failed to deploy correctly. The end of the closure system wand twisted 90% and became lodged in the vein. The physician successfully removed the device and performed the procedure successfully with an additional closure system====================== manufacturer response for vascular closure system, starclose======================mfg. Requested that we return device to them for analysis. Mfg to provide written report.